Event description:
It was reported that during a pulsed field ablation procedure, the pv tracker was inserted into the left inferior pulmonary vein (lipv) after successfully ablating the left superior pulmonary vein (lspv). The catheter array was retracted into the sheath and during deployment of the array into the vein, it appeared under fluoroscopy that the array was inverted. It was suspected that the array was partially deployed within the vein and could not fully expand. After several attempts to untangle the array, the catheter was removed. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.